Event description:
The patient underwent surgery on (B)(6) 2013 for the implant of a permanent scs system. It was reported the patient was admitted to the hospital after the procedure due to respiratory issues. Allegedly, the patient was diagnosed with congestive heart failure. It was reported the patient has a history of smoking for approximately 40 years. Follow-up indicated the patient had been discharged from the hospital and his condition was improving.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.